Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. In this case, the device was prepped prior to use without issue noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported difficulty to advance and balloon rupture appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the heavily calcified, mildly tortuous left anterior descending coronary artery. After a rotablator was used, a 4x8mm nc traveler balloon dilatation catheter (bdc) was advanced with resistance from the anatomy. The balloon ruptured below rated burst pressure. An unspecified balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.